Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The sample has not been returned for evaluation to date. Based on the info received, the results are inconclusive and the root cause of the event is unk.

Event description:
It was reported the balloon broke in half and had to be retrieved. No add'l info is available at this time.